Event description:
(B)(6) rn called into emergency support program line to request support with a gas loss alarm that has occurred a couple of times on her shift. She states she has been diligent in troubleshooting and does not see signs of blood in the helium tubing, all connections are secured and has used the iab fill and start keys to resume therapy each time. Esp personnel reviewed the possible clinical reasons the alarm would occur. After reviewing them she states the patient is having random coughing attacks and the alarms had occurred at the same time of these instances. She feels like this is the reason the alarm is occurring and does not wish to discuss further.

Manufacturer narrative:
(B)(6). A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc per hour dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period is 80 msec or greater and the deflation period is 250 msec or greater. Causes of gas loss in iab circuit is pump system malfunction.